Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: when the pump was booted up, the audio tones and vibrations functioned properly. Unrelated to the reported issue, the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the oled screen was replaced with a new test screen. The contrast returned to normal with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a vibration issue. The pump continuously produces a low level vibration at all times. The issue began after exposure ot moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.